Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm, tightened the t:lock, and resumed insulin therapy. Customer¿s blood glucose level was approximately 230 mg/dl.